Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. All operating currents were within specifications. The low battery and off no power alarms functioned properly. There was no excessive no delivery alarm and the low reservoir alarm functioned properly. There was no motor error alarm during bolus/basal delivery. The motor passed the motor test. The insulin pump had a severely scratched display window. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 469 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they performed the self-test and displacement test and passed both successfully. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the motor error alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.